Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab for pt #2. Results as follows: dates: (B)(6) 2011, inratio: 1.8, lab: 4.95. Tests done back to back. Pt's therapeutic range is: 2.3. Pt is on coumadin.